Manufacturer narrative:
(B)(4). Physio-control was informed by the customer, a biomedical engineer, that the device will not be repaired. The device has been removed from service. The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. Another battery and ac power adapter was used on the device but did not resolve the issue. There was no patient use associated with this event.